Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. The info provided indicates that the device was discarded and therefore is not available for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. See MDR 1213643-2010-00490 for info related to the xenmatrix graft.

Event description:
In 2003 - pt underwent composix kugel mesh implant. Unk hernia repair site. In (B)(6) 2010 - pt experienced abdominal pain. On (B)(6) 2010 - pt underwent composix kugel mesh explant procedure. At the time of the explant procedure, the pt had bowel perforations and enterotomies, and an e-coli infection. The surgeon noted a broken ring on the mesh. The bowel was repaired and a piece of xenmatrix was implanted into the site. The abdomen/fascia was closed at the time of the explant procedure. In 2010 - the pt was diagnosed with a seroma at the site of the xenmatrix implant. A would vac was placed. (Unk vac settings and dressings). On (B)(6) 2010 - pt underwent xenmatrix explant procedure. The md noted the graft had holes in it and was not incorporated. The area of non-incorporation extended throughout the graft, including the suture line site.